Manufacturer narrative:
Correct reporter phone #: (B)(6). Correct reporting institution phone #: (B)(6). Reporting address: (B)(6).

Event description:
It was reported shock button was not functioning. There was no report of patient harm or injury.